Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she had a problem with her sets and when the sets would come out, they would be bent. Customer stated that she has a lot of scar tissue all over her body. Customer's blood glucose was 540 mg/dl at the time of the incident. Customer stated that the high blood glucose was due to the insulin not absorbing. Customer had to pull the sets out and stated that they were not bent. Customer stated that her blood glucose was high again at 505 mg/dl today. Customer removed her sets and the cannula was bent. Customer treated with a bolus on the pump. Customer was advised that the sets would be replaced.